Manufacturer narrative:
((B)(4) 2012) device evaluation: the test strips involved in this complaint have been returned and evaluated by lfs product analysis on (B)(4) 2012, with the following findings: the complaint was not confirmed. However, the test strip was found to be bent at a severe angle at either the enzyme or electrode end. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4):(note this submission is being submitted as #2 since #1 was rejected due to a duplicate report error. The meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the reported complaint was observed on the error log; however, pa was unable to reproduce failure in test.

Manufacturer narrative:
(B)(4): the reported complaint was observed on the error log; however, pa was unable to reproduce failure in test. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in the (B)(6) alleging onetouch verio iq meter was displaying an unknown error message. The patient did not allege any harm or injury due to the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The test strips involved in this complaint have been returned and evaluated by lfs product analysis on (B)(4) 2012, with the following findings: the complaint was not confirmed. However, the test strip was found to be bent at a severe angle at either the enzyme or electrode end. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient alleged the meter was displaying an unknown error message. There is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.